Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier could no longer lock the clips after closing two clips. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use, nothing to report. The incident with the clip applier occurred when the surgeon attempted to clamp a vessel. The instrument does not tighten the clip enough to lock it. Teleflex hem-oo-lok l clip ref: 544240 lot: 73d2400751 was used with the clip applier. Vessels much smaller than 10mm. No application was possible with this instrument. The problem was resolved by using another instrument. Photos and/or videos of this event are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have a broken input disks #6 & # 7 broken into pieces inside the housing. As a result of the full break, functional testing for motion related issues cannot be performed. Other backed components adjacent to the broken inputs do not show damage. If the input disk is fully broken, then the instrument can fail to engage. The issue is immediately detectable by the surgeon due to loss of instrument functionality.